Manufacturer narrative:
Investigation results: the associated complaint device was returned and evaluated. A clinical investigation concluded that this patient underwent a revision of the right total knee replacement seven years post implantation. The surgeon discovered the tip of the insert post is damaged and partly removed, potentially by reamers during retrograde nail insertion. The lab analysis concluded that the wear on the articular surface was likely due to normal articulation between the insert and femoral component. The damage seen on the anterior/superior surface of the insert could have occurred during implant removal. Damage to the insert post was potentially due to the reported retrograde nail insertion. No material or manufacturing deviations were observed. No clinically supportive documents have been provided for inclusion in this investigation. The future impact to the patient beyond the revision cannot be determined. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported a revision surgery was performed when the surgeon discovered the insert damaged and partly removed. The insert was replaced.